Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced transient ischemic attack (tia). The concomitant procedure went as planned and was uneventful, approximately four hours post operative, the patient suddenly was unable to speak and began showing signs of aphasia and stroke. The patient was immediately sent for CT and MRI which confirmed a tia as well as a posterior silent stroke. The physician believes this embolic event was more than likely due to the ablation and not the watchman based on the presentation and from past experience. All symptoms resolved without tissue plasminogen activator (tpa) and the patient was discharged later that afternoon with no related symptoms. The patient is expected to fully recover. The device is not expected to return as it was disposed.